Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. There was no reported impact to the customer's blood glucose (bg) levels. During troubleshooting with tandem technical support, customer was able to add additional insulin to the cartridge and resume insulin delivery.